Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent nighttime hypoglycemia shortly after initiation, with the event characterized by a nadir blood glucose of 64 mg/dl and low duration under one hour; review of use indicated the patient treated a glucose of 69 mg/dl with approximately 25 g of carbohydrate without a meal announcement, which drove hyperglycemia followed by automated insulin dosing and subsequent low, consistent with user overtreatment and system response to erroneous hyperglycemia. Symptoms included hypoglycemia without loss of consciousness, dizziness, or need for assistance, and device low and urgent low alerts were received. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included customer care troubleshooting and education with follow-up, as well as clinical review and adjustment of glucose targets by the treating clinician. Investigation of this case revealed that excessive carbohydrate treatment and lack of meal announcements caused glycemic oscillation, impeding algorithm adaptation, with the device operating as designed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to hypoglycemia overtreatment and suboptimal use of therapy features, remediated through user education.